Manufacturer narrative:
(B)(4).

Event description:
It was reported the "comfort flo plus is breaking on the patient at the nares and corrugate tubing". No patient harm reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The actual sample involved in the reported complaint was not returned for evaluation; therefore, a sample of the same catalog number was taken from current production at the manufacturing facility. A visual exam was performed and no defects were observed. In the current manufacturing procedure 100% leak testing is conducted after assembly; therefore, any defects would be detected prior to release from the manufacturing facility. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the "comfort flo plus is breaking on the patient at the nares and corrugate tubing". No patient harm reported. Patient condition reported as "fine".